Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral region #4, it was verified its non osseointegration. 15 ncm of primary stability was achieved and immediate load was not performed.